Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Title efficacy and safety of electromagnetic navigation bronchoscopy with or without radial endobronchial ultrasound for peripheral lung lesions. Source: endoscopic ultrasound. Pages 189-195. May-jun 2016 / vol 5 / issue 3. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature , when performing a study on the efficacy and safety of electromagnetic navigation bronchoscopy with or without radial endobronchial ultrasound for peripheral lung lesions, pneumothorax occurred in 1 of the 56 patients (1.7%) involved, which is then treated with tube thoracostomy.